Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;703313506-32994241-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269;703313506-33185969-20,I,SI,0,Not reported,Not reported,C53269;703313506-33671291-20,I,SI,7,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269;703313506-33817369-20,I,SI,7,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-33989855-20,I,SI,0,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C53269;703313506-33999464-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34004376-20,I,SI,3,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34004655-20,I,SI,28,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-34004656-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-26-C 26 mm,C64343;C53269;703313506-34004656-20-1,S,SI,2,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-26-C 26 mm,C53269;703313506-34004729-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703313506-34004765-20,I,SI,1,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269;703313506-34004797-20,I,SI,1,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34004804-20,I,SI,2,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34016596-20-1,S,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-34016608-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703313506-34035233-20,I,SI,2,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-34125629-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34131840-20,I,SI,3,EnVeo PRO Loading System,L-ENVPRO-16-US,C76126;C53269;703313506-34134466-20,I,SI,0,EnVeo PRO Loading System,L-ENVPRO-14-US,C76126;C53269;703313506-34137807-20,I,SI,1,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34140503-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-23-C 23 mm,C53269;703313506-34140783-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-29-C 29 mm,C76126;703313506-34140786-20,I,SI,0,Not reported,Not reported,C53269;703313506-34145492-20,I,SI,4,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-26-C 26 mm,C76126;703313506-34145628-20,I,SI,2,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34151572-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703313506-34158514-20,I,SI,0,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-34158516-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-34158770-20,I,SI,1,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703313506-34158829-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703313506-34159221-20,I,SI,2,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q3 2019; TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 32. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION OR THE LOCATION WHERE THE EVENTS OCCURRED. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE DATE THE INFORMATION WAS RECEIVED BY MEDTRONIC; AS REPORTED TO FDA ON JULY 20TH 2018, THE SUMMARY ANALYSIS REPORT, THE COMPARISON OF POST MARKET EVENT RATES IN THE PRE-MARKET STUDY, WILL NOT BE INCLUDED IN THE SUBMISSIONS FOR THE LOW RISK CAS STUDY REGISTRY AS THE LOW RISK PRE-MARKET DATA IS NOT YET AVAILABLE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS REPORT SUMMARIZES <(><<)>NOE> 32 <(><<)>/NOE> SERIOUS INJURY EVENTS. MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6) REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES.